Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that during insertion of an ar-1927bcf-45 biocomposite-corkscrew, the tip of the corkscrew broke inside of the patient. The surgeon then used forceps to remove the fragment but was unsuccessful. This was during a rotator cuff repair on (B)(6) 2021. The case was completed by punching a new hole and using a new ar-1927bcf-45 from a different lot.